Event description:
It was reported that following a ptca / stenting treatment procedure, the pt2 moderate support 300 cm guidewire fractured. The physician initially used the pt2 guidewire to cross the lesion in left circumflex (lcx) coronary artery for a very short time. He subsequently advanced it into the diagonal coronary artery and deployed a taxus stent in each of these vessels to treat the target lesions located in them. When the nurse withdrew the wire and put it in the normal saline, she noted that the wire separtred into two pieces. This wire was used in the procedure for 30 - 45 minutes. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `good'.

Event description:
It was further reported that the wire had been used in lcx for a very short time at the beginning of the procedure. After that, the nurse put the wire in the saline water and prepared for the second use in the diagonal artery. However, the wire was found broken when it was withdrawn from the diagonal. The guidewire had been manipulated through a metal entry needle.